Manufacturer narrative:
The customer did not provide information indicating an increase in occurrence or instrument malfunction. On-site service not needed. The customer was requested to provide specific data, however, the customer declined to provide this information. Per customer, the unit is performing within qc specifications. No additional information is available for this event.

Event description:
Beckman coulter inc. (Bci) contacted this customer on (B)(6), 2011 via the troponin (accutni) marketing survey program (msp) customer contact program. The customer indicated some occurrences of non-reproducible false positive accutni patient results. The erroneous results were not reported outside of the laboratory. Actual data for these events was not supplied. The customer provided information that they have a proactive procedure implemented to verify unexpected results prior to reporting result outside the laboratory. The customer did not report affect to patients attributed or connected to this event.